Manufacturer narrative:
Internal complaint reference (B)(4). The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the drill bit fractured. However, through this inspection it cannot be confirmed that the drill is stuck in the guide. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and prior actions review could not be performed. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an internal fixation surgery, one (1) 2.0/2.7mm double-ended drill guide was broken when surgeon drilled through the guide. The drill bit got stuck in the drill guide and it also fractured; and the 2.0 mm sleeve detached from the drill guide. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the drill bit fractured. However, through this inspection it cannot be confirmed that the drill is stuck in the guide. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and prior actions review could not be performed. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.